Event description:
It was reported that device entrapment occurred. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the wire became entangled with the catheter and when the catheter was removed, the wire came out as well and was tangled around the end of the catheter. The procedure was completed with a different device. There were no patient complications.